Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, the customer did not address high bg. A cartridge change was performed resolving the issue.